Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a disconnected smart pneumatic module (spm) hose. The hose was replaced and reconnected to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delivered random breaths. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.